Event description:
It was reported that the patient presented in the operation room for a generator change procedure. Prior to the procedure, interrogation showed the right atrial (ra) lead was experiencing recurrence over-sensing noise leading to pacing inhibition. The ra lead was capped and replaced with an alternate ra lead on (B)(6) 2023. The patient's condition was stable.